Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. Additional information has been received indicating that the patient's infection was procedure related, not related to the manufacturer's products (B)(4). These medical devices were inadvertently reported under manufacturing report numbers 2647346000-2012-00539, 2649622000-2012-10603, 2649622000-2012-10604, and 2649622000-2012-10605, respectively; and as a result, these reports are being redacted. No further information will be provided.

Event description:
It was reported that the patient developed sepsis from an infection of the device site and died. The patient presented with an "infection to the device site" approximately one month post device generator change-out and implant of two new pacing leads. The device and leads were subsequently removed due to the device site infection. "There were no performance issues related to the device or leads, but the patient died as a result of sepsis due to the generator changeout."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.